Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that the customer left the iabp unplugged long enough to deplete battery charge. When they went to use it, the battery shut down during use on a patient. The fse also reported that after speaking with the customer, it was found out that the iabp was left unplugged for months; hence the reason the batteries weren't charged, making this a positively operator error. The stm performed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging and shutdown. Customer then plugged the iabp in the wall while another customer grabbed batteries out of another iabp and swapped the batteries. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging and shutdown. Customer then plugged the iabp in the wall while another customer grabbed batteries out of another iabp and swapped the batteries. There was no harm or injury to the patient and no adverse event was reported.